Event description:
A healthcare facility in new york reported that the rd900 neopuff infant resuscitator had a defective manometer. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in new york reported that the rd900 neopuff infant resuscitator had a defective manometer. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the manometer and fascia of the subject rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the subject manometer observed no damage to the manometer, however the internal tubing was observed to be loose and was able to be detached from the manifold. Performance testing of the subject manometer was also performed against a good valve system, and the manometer passed the functional tests. The fascia was unable to be functionally tested due to the internal tubing being detached. Conclusions: the reported defective manometer was due to the tubing being detached from the manifold. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.